Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working. The ipp could no longer be operated, so the patient could no longer have sexual intercourse. The cause of the malfunction is not known by the physician. No further patient complications were reported.